Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector, electrical components were broken, and the error message was displayed during user handling of the device. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¿inspection of the endoscopic image.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for the evaluation and repair of a no image issue occurring during maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, an err e315 unsupported scope error message was received for the device when the device was plugged into a stack system. This medwatch is being submitted for the reportable issue of the e315 error massage observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer specification. An err e315 unsupported scope error message was received for the device when the device was plugged into a stack system. This is attribute to an electrical continuity error occurring due to water invasion in the scope connector. An excessive fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicators throughout the plug body. There was no image. The user¿s complaint was confirmed. In addition, the distal end rubber coating (a-rubber) glue was lifting. A comprehensive leakage check was completed, no leaks were evident evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.